Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks during asystole on (B)(6) 2020 and subsequently passed away. The response buttons were not pressed during the event. Oversensing of low amplitude cardiac signal contributed to the false detection. The event reportedly occurred in the patient's home and the patient was in asystole for the entirety of the event. Asystole is a non-treatable, non-life sustaining rhythm. There is no indication that a device malfunction caused or contributed to the patient's death.